Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the universal surgical manipulator (usm)1 faulted with error and that the user attempted several power cycles, but the error was not cleared. The tse reviewed the logs and saw being reported from the usm 1 control component. The tse then had the user perform a hard power cycle of the patient side cart (psc), but the same error reappeared on restart. The user disabled usm 1 and continued with the procedure using the other three usms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the usm to resolved error 1. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error in logs but was not reproduced during testing. The logs showed a fault on the axes controller carriage power (accp), which indicated the fault occurred in the field. Visual inspection found no issues related to the event. The usm functioned as expected on a known-good system and passed all relevant testing within specification on a test platform. The root cause is potentially attributed to accp.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.